Event description:
Title: siliconoma. Description: united kingdom. It was reported a patient with a history of bilateral breast reduction and implants placed five years ago. She presented a mass in the left breast (sn: (B)(6). During clinical examination and breast ultrasound, a 13 mm cyst with a thick wall and detritus content was identified adjacent to the inferior margin of the breast implant. The finding is compatible with a small extracapsular silicone focus. An aspiration was performed.

Manufacturer narrative:
Establishment labs has not received device clinical evidence or more information about the case for analysis yet. Additional attempts to get more information about the event will be required. In the meantime, the following information has been reviewed: dfu revision: the instructions for use in the directions for use were reviewed to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable on the section of surgical precautions as follows: "silicone-induced lymphadenopathy is a well-known rare complication of implant insertion. It is a disease of the lymph nodes (small, round structures that operate as part of the body¿s immune system). They become abnormal in size or consistency (most commonly producing swollen or enlarged lymph nodes)19. After implant insertion, axillary lymphadenopathy causes are multifactorial, with possible factors including granulomatous reaction, inflammation, and/or malignancy. Literature reports associate lymphadenopathy with intact and ruptured silicone breast implants since microscopic silicone droplets can migrate to body tissues even when the implant surface remains intact. Breast implant rupture and/ or leakage through an intact surface can cause fibrosis and granulomatous reactions, which in turn can result in a contracture or regional lymphadenopathy that sometimes mimics malignancy. Various patterns of lymphadenopathy and even extranodal pathology may be observed. Tissue examination is essential to identify the cause of lymphadenopathy. When in doubt, spectrometry analysis can confirm a diagnosis of silicone-induced lymphadenopathy. DHR review: also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected, gel mixing: no deviation or abnormality detected, primary packaging: no deviation or abnormality detected, sterilization: no deviation or abnormality detected, second sterilization round: no deviation or abnormality detected, secondary packaging: no deviation or abnormality detected, labeling: no deviation or abnormality detected, as stated in the literature: ¿granuloma´s true incidence in the total population of women with breast implants is unknown. The specific cause of silicone granuloma formation cannot be determined from the scientific literature.¿ (nordstrom, 1988) ¿the development of a silicone granuloma could be associated, at least in part, with the presence of chronic low-grade infection that opportunistically and preferentially resides on the foreign material.¿ (nordstrom, 1988) ¿clinically apparent silicone granulomas are a relatively rare complication of breast implant placement, and surgical resection is indicated when they are symptomatic or of diagnostic concern.¿ (nordstrom, 1988)

Manufacturer narrative:
The quality department (pms) received a complaint involving a motiva® device. 2. General conclusion device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as siliconoma. Clinical confirmation : upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 3. Dfu and labeling evaluation the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: silicone-induced lymphadenopathy is a well-known rare complication of implant insertion. It is a disease of the lymph nodes (small, round structures that operate as part of the body¿s immune system). They become abnormal in size or consistency (most commonly producing swollen or enlarged lymph nodes)19. After implant insertion, axillary lymphadenopathy causes are multifactorial, with possible factors including granulomatous reaction, inflammation, and/or malignancy. Literature reports associate lymphadenopathy with intact and ruptured silicone breast implants since microscopic silicone droplets can migrate to body tissues even when the implant surface remains intact. Breast implant rupture and/or leakage through an intact surface can cause fibrosis and granulomatous reactions, which in turn can result in a contracture or regional lymphadenopathy that sometimes mimics malignancy. Various patterns of lymphadenopathy and even extranodal pathology may be observed. Tissue examination is essential to identify the cause of lymphadenopathy. When in doubt, spectrometry analysis can confirm a diagnosis of silicone-induced lymphadenopathy the dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: lee y, song se, yoon es, bae jw, jung sp. Extensive silicone lymphadenopathy after breast implant insertion mimicking malignant lymphadenopathy. Ann surg treat res. 2017 dec;93(6):331-335. Doi: 10.4174/ astr.2017.93.6.331. Epub 2017 dec 1. Pmid: 29250513; pmcid: pmc5729128. 4. Device history record (DHR) review a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. 5. Trend and signal monitoring the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.